Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the customer had changed the transmitter and did not input the new transmitter ID into the pump. Customer entered the new transmitter ID into the pump and successfully started a sensor session. Additionally, the transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.